Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream occlusion sensor was out of calibration, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump would not alarm no flow out while they were testing in their facility. When the pump was returned to mmdg for service, it was found that the downstream sensor had failed, and while the pump did alarm no flow out correctly, this was causing the load set alarm to fail. The initial reporter also stated that this occurred during testing and did not affect a patient. (B)(4).